Event description:
The advocate stated her son received blood glucose readings of 524,181 and 535mg/dl from one contour next ez. On a second contour next ez the blood glucose readings were 184,548 and 128mg/dl. The differences of some of the readings fell in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meters were sent to the customer.